Manufacturer narrative:
Investigation summary: bd received one samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing stopper with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing stopper with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. The root cause for this defect is a timing issue on the stopper / cap assembly equipment. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes, the device was missing component of product (rubber stopper) in cap. The following information was provided by the initial reporter. The customer stated: 2 tubes found in same package. Rubber stopper in hemogard cap is missing completely (the stoppers were not found in the package).